Manufacturer narrative:
Product analysis the device was returned loaded on a 0.014¿ spider fx device. The spider fx wire is kinked proximal to the guidewire lumen and the proximal end of the tecothane is split medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone m atherectomy device with a 55cm 7fr non-medtronic sheath and a wholey guidewire during procedure to treat a 140mm calcified lesion in the patients right proximal mid superficial femoral artery (sfa). Moderate vessel calcification was reported. Artery diameter reported as 7mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. A 6mm spider fx embolic protection device was used. The vessel was not pre-dilated. The vessel was post-dilated with a 7x60non-medtronic followed by a 7x80 <(>&<)> 7x60 inpact 018 dcb balloons. The device was not passed through a previously deployed stent. Resistance was not encountered when advancing the device. Removal difficulties were reported. Device was prepped and loaded on to spider wire per IFU. The device was pulled with resistance and removed successfully in tandem without injury/intervention. The device was safely removed from patient, no issues or difficulty with removal for the spider device. No reported issue against the wholey guidewire. After removal of hawkone, physician took angio to make sure there was no damage to patient. No vessel damage reported. Physician then re-wired and continued with post dilation to complete procedure. No patient injury reported. When the device was returned for evaluation, it was noted that the tecothane was torn